Event description:
A trilogy ev300 ventilator was returned toa third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a test step during testing (unit failed preoperational testing). The technician recommended replacing the trilogy ev300 3- way solenoid valve and proportional valve (aecm) to address the issue. No further investigation is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned toa third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a test step during testing (unit failed preoperational testing). The technician recommended replacing the trilogy ev300 3- way solenoid valve and proportional valve (aecm) to address the issue. No further investigation is required at this time. New information: in conclusion the trilogy ev300 3- way solenoid valve and proportional valve (aecm) were replaced to address the issue. The device passed all testing. Additionally, the proportional valve was returned to the manufacturer riql for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time. Box h coding updated.